Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the atrial lead exhibited loss of capture and sensing. Fluoroscopy revealed that the lead was dislodged. The lead was successfully repositioned. The patient's condition was good after the procedure.